Manufacturer narrative:
Product event summary # product ID# 9529 the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient was observed by paramedics to have ventricular tachycardia and ventricular fibrillation and there was no recorded episodes on the implantable loop recorder (ilr). The ilr has been returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.